Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there was a staphylococcus aureus infection at the patient¿s ipg site due to the wound site not closing. In turn the patient¿s entire scs system was explanted. The patient was given oral antibiotics and the infection has now cleared.